Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of the system revision due to infection. No additional adverse patient effects reported. The s-ICD was explanted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of the system revision due to infection. No additional adverse patient effects reported. The s-ICD was explanted.

Manufacturer narrative:
This supplemental report is being filed to correct the d6a: implant date; g2: report source; h2: follow-up type; h3: device eval by manufacturer; and h11: additional MFR narrative.